Event description:
Caller states patient tested 7.3 inr on the coaguchek s system while a comparison lab returned as 5.03 inr. Patient's coumadin dose was held for 2 days based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.